Event description:
In 10/2005, the lay patient contacted lifescan alleging that his one touch ultra meter was displaying the battery icon. He last tested with the reported meter in 10/2005 at 4:00 pm. He took oral medication after use of the meter. The pt did not experience symptoms of high or low blood glucose level at the time of concern. He went to the doctor; the doctor obtained a blood glucose reading of 193 mg/dl. The pt received no treatment. The customer care agent (cca) confirmed that the product was not new (out of box); however, information was not provided as to whether the battery was less than or greater than one year old. The cca could not complete troubleshooting by having the pt replace the battery, as the pt did not have a battery.